Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed distal right coronary artery. A 3.75 x 15 mm nc trek balloon catheter was successfully used for post-dilatation, inflated one time to 12 atmospheres; however, it could not be deflated. Negative was held for approximately 5 minutes. There was st segment elevation and tightness felt in the patient's chest. Force was applied to remove the balloon catheter while still inflated. After removal from the anatomy, an attempt was made to deflate the balloon but it could not be deflated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Event description:
Subsequent to the previously filed report, the returned device analysis revealed the shaft was ruptured proximal to the proximal seal and the material was stretched at the rupture.